Event description:
Nurse reported that they filled insertion port with water and the balloon would not deflate.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. The nurse reported the event to a sales representative. The nurse stated that the fecal management system was not in a patient at the time; they were just testing the balloon. No additional event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on november 15, 2013.